Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that he spoke to the customer and she reported she was hospitalized with high blood glucose and skin infection from the infusion set. The customer stated that the insulin pump was not delivering enough insulin. She discussed it with the doctor and the decided to take het of insulin pump therapy. Customer is now treating with manual injections and stated that her blood glucose is in better control. Blood glucose value is unknown. The customer declined transfer to the helpline.